Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported their recharger was not working and the screen was frozen and beeping about once every five seconds. The patient was unable to start a normal charge session, but the insr just stays on the main standby screen. It was reported that the insr charge was full. Patient reported they had a sudden return of back pain and that their back was ¿killing¿ them. It was reported that the insr screen indicated that stimulation was currently off. They confirmed it was because they had been unable to charge the ins due to the issues reported. Troubleshooting did not resolve the issue. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.